Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 18-sep-2023. H.6. Investigation summary: one sample (model #mp5303-c, lot #23039288) was returned by the customer. It was reported by customer that "we are seeing issues of the removable cap not being able to be removed". The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was connected to a 10 ml bd syringe and then disconnected. The removable cap was able to be removed. No issues were observed. The failure was unable to be replicated, and the complaint could not be verified. A root cause was unable to be determined because the failure was unable to be replicated. A device history record review for model mp5303-c lot number 23039288 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 31mar2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10

Event description:
It was reported that the bd maxplus¿ pressure rated extension set with removable needleless connectors are having difficulty disconnecting. Report 2 of 2 the following was received from the initial reporter: verbatim: we are seeing issues of both the removable cap not being able to be removed and fluid not flowing through the product either. I have samples of both items if you wish to review. Event 2: we are seeing issues of both the removable cap not being able to be removed. -how long was the valve and the mating component connected? Cap would not disconnect, so it was not connected.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxplus¿ pressure rated extension set with removable needleless connectors are having difficulty disconnecting. Report 2 of 2 the following was received from the initial reporter: verbatim: we are seeing issues of both the removable cap not being able to be removed and fluid not flowing through the product either. I have samples of both items if you wish to review. Event 2: we are seeing issues of both the removable cap not being able to be removed. -how long was the valve and the mating component connected? Cap would not disconnect, so it was not connected.